Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not announcing occlusion alarms as expected. The customer troubleshot the issue on their own and the pump correctly announced a valid occlusion alarm as expected. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.